Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. Troubleshooting could not be performed due to the battery's low voltage due to normal elective replacement indicator. On (B)(6) 2016 the device was successfully explanted and replaced. The patient was in stable condition before, during and post surgery.